Event description:
It was reported that allegedly a pt wass found to have a large amount of blood in the device after 7 days of use. The device was removed and it was reported that electrocauterization and epinephrine was administered to the pt to cease the bleeding. No permanent injury to th ept was reported. It was reported that the indwelling cuff of the device had been overinflated beyond the recommended volume and this may have caused or contributed to the incident.